Event description:
The customer reported that due to a malfunction, the pt was removed from the 840 ventilator. The pt was placed on another ventilator. The pt was not harmed or injured as a result of the vent. Covidien inspected the device and replaced the o2 sensor. The device passed all testing.